Manufacturer narrative:
510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). It was reported the fracture collapsed. A revision of hip surgery will be performed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the fracture collapsed, and implants needs to be removed and have a total hip done. The patient underwent a hip fracture surgery using a right proximal femoral nailing system (tfna) on (B)(6) 2018. A revision of hip surgery will be performed, and the implant will be determined when it will be retrieved in the patient. This report is for one (1) unknown tfna nail. This is report 1 of 3 for complaint (B)(4).